Manufacturer narrative:
Product analysis summary: the stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 15th, 34th and 35th distal stent wraps, with struts raised and overlapping. The inner lumen patency was verified with a 0.015 inch mandrel. No deformation was evident to the distal tip. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and moderately tortuous distal lad exhibiting 90% stenosis. No damage to device packaging and no issues removing the device from the hoop/tray. The device was inspected and negative prep performed with no issues noted. The lesion was pre-dilated. During the procedure the device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force used. It was reported that stent deformation occurred in vivo during positioning . The physician did not complete the procedure and the case was aborted. Post dilation was performed twice with balloons of size 2 x 10 and 2 x 12 mm at 10 atms. CABG was suggested to the patient after council decision. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient is reported as alive, no injury.